Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not communicate.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The cause of the inability to communicate is contamination on the pca board and throughout battery pack. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack.